Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received inappropriate shock due to lead noise. Noise was not reproducible. Lead was capped. Should additional information be received, this file will be updated.